Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm alarm due to motor error alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and missing end cap sticker noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 161 mg/dl at the time of the call. The customer stated that the drive support disk was protruded. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.